Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt's hip was revised due to groin pain. The components were not noted as loose during the procedure. It was also noted that the pt has hip dysplasia, and the acetabular liner and shell were used in conjunction with competitor head and stem components.